Event description:
It was reported in a journal article that 11 patients indicated severe pain at their final follow-up appointment. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). . G2: foreign country: south korea. G2: citation: kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.